Event description:
Customer states unit is not running on ac or dc power while in his motor home. Customer states unit works while anywhere else. He is using an inverter.per tech (B)(6), customer would need to have a true sine wave inverter in order for the concentrator to work.customer verified that he has a less expensive inverter.